Manufacturer narrative:
The reporter has not responded to multiple follow up attempts for additional information, nor have they made the device available for evaluation. A review of the manufacturing records showed that all requirements were met. Final test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the fraxel dual laser systems operator manual, burns are a known possible complication of fraxel treatment. Blistering or burns may develop over the treated areas. Due to the lack of available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Manufacturer narrative:
The investigation is underway.

Event description:
It was reported that a patient experienced a facial burn following a fraxel re:store dual treatment of the face. The patient saw a physician one week post treatment and was prescribed antibiotics due to a slight bacterial infection. The patient has healed well since then and permanent scarring is not expected. Though requested, no additional information has been received.